Event description:
Unable to walk [abasia]; severe pain in both knees [arthralgia]; swelling in both knees [joint swelling]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female pt, initials (B)(6), with a history of osteoarthritis in both knees and previous synvisc injections in both knees approx five times over the last three years starting in 2007. The pt was administered synvisc-one into both knees on (B)(6) 2010. Following the injection, the pt experienced severe pain and swelling of both knees. She was unable to walk and went to the emergency room (ER) on an unk date in (B)(6) 2010 where she was prescribed prednisone and vicodin. The swelling of both knees subsided immediately after taking prednisone. The mobility in both legs improved a few days after taking prednisone, but was not back to baseline prior to being administered synvisc-one. The lot number was unk. No additional info was provided. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.